Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced upside down lens. The lens was removed and replaced within the initial surgery for a longer length, similar diopter lens. The problem was resolved. It the problem was resolved. Cause of the event was reported as user error.